Manufacturer narrative:
During the laboratory evaluation, the reported issue could not be duplicated. The central control monitor (ccm) powered up, booted and functioned normally during evaluation. The product surveillance technician (pst) observed no exterior damage or signs of abuse. The pst observed no signs of ingress or tampering during interior inspection. During functional testing, elevated temperature testing, cold chamber temperature testing, power supply cable agitation testing and inspection, hard drive cable agitation testing and inspection, dual in-line memory module (dimm) stick agitation testing and inspection, printed circuit interface (pci) flex cable agitation testing and inspection and extended testing the ccm booted properly and functioned normally each time.

Manufacturer narrative:
(B)(4). This complaint is related to MDR #1828100-2015-00917. Initially the subsidiary service depot repaired the device and the device was working fine (refer to MDR #1828100-2015-00917). The service depot did not find any problems, possibly intermittent. The suspect device was returned to the manufacturer for further evaluation.

Event description:
It was reported that during field service installation, the central control monitor (ccm) would not start. Issue returned immediately after re-installation. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. Laboratory testing included the new hard drive and touch screen, and is therefore not the original subassemblies as when the issue occurred. Original hard drive or logs were not available from the manufacturer's subsidiary. Data log analysis was inconclusive. The log files show entries on (B)(6) 2013, with no further entries until (B)(6) 2015 (over two years later). There were no log entries on the complaint date, which may be a result of the reported issue. The lack of logs on the device are attributed to the manufacturer's subsidiary replacing the hard drive. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.